Manufacturer narrative:
Product event summary: the device was returned and analyzed.analysis was performed and no anomalies were found that required full analysis. Concomitant products: 694765 lead implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due sepsis and endocarditis. It was also reported that the the patient's blood tested positive for the presence of (B)(6), vegetation was found on the patient's valves, and possible candida was found on a right ventricular (rv) lead culture. The patient was treated with antibiotics and a temporary pacing system was implanted until the infection clears. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.